Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A delivery wire, main coil and introducer sheath were returned for this complaint. Besides, a rhv was returned. The coil and delivery wire arms were not interlocked, the main coil was outside the introducer sheath. The introducer sheath was kinked in the twist lock section, the twist lock had been opened. The main coil was found stretched, besides, the fiber bundles had blood residues. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The delivery wire was found kinked, near to the interlocking arm. The interlocking arm do not showed any damage. The interlocking arm was found detached from the coil. Microscopic inspection of main coil was performed and revealed that the zap tip has a smooth surface. The main coil was stretched. Dimensional inspection of the main coil and delivery wire that could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 22aug2019. It was reported that the coil could not detach. The target lesion was located in the abdominal aorta. A 15mmx25cm interlock-35 was selected for use. During procedure, it was noted that the coil reached the lesion part in the vessel but could not detach. The procedure was completed with another of the same device. No complications reported and patient is stable. However, device analysis revealed that the interlocking arm detached from the coil.